Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the device was received without fluid. Brown foreign material was observed within the device and white material on shell surface. The product evaluation team observed a crease on the anterior aspect extending to posterior, a rent measuring <0.1 cm was also observed within the crease on the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. (B)(4).

Manufacturer narrative:
On 03/26/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Additional information indicate that the patient underwent unilateral removal and replacement of the left device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: right breast implant saline mentor smooth round moderate plus profile 350cc, serial number (B)(4), catalog number 3502350. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation revision with mentor smooth round moderate plus profile 350cc saline breast implants which the left side deflated after implantation. The issue was diagnosed by visual examination. As a result, the patient underwent bilateral removal and replacement with implants as follow: left, serial number: 75354553-021, right, serial number: (B)(4) on (B)(6) 2018.